Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous external iliac artery. A 4 fr j introducer sheath was inserted info the right femoral artery and a 4 fr 10cm introducer sheath was inserted into the left femoral to obtain vascular access. A non-bsc guide wire was advanced and a 4.0mm x 40mm sterling balloon catheter was used to predilate the lesion. A 7mm x 57mm express ld and an 8mm x 38mm were implanted in the lesion. A 5.0mm x 40mm wanda balloon catheter was used for post-dilation. Additional post dilation was required so the 7.0mm x 20mm wanda balloon catheter was advanced, inflated one time to 7 atms and ruptured. Once the 7.0mm x 20mm wanda was removed from the patient a pinhole was noted in the balloon material. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.